Event description:
According to the reporter: occurred during a laparoscopic bypass procedure, while making the anastomoses from esophagus to stomach. When the probe was passed, before disconnecting the wire from the tube, it had already been released. The probe disengaged without cutting the thread. It fell into the cavity of the patient. Nothing was left in the patient. In order to resolve the issue and complete the case, were able to recover the anvil. The anvil could not be tilted after firing, the anvil was bent, and the stapler sizers were used. Another device was used to complete the procedure. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device was observed to be tilted and separated from the tubing. The device was subjected to a measured retention test with an acceptable result. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.